Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.5 had repeated failures. A field service engineer (fse) was unable to recreate failures on-site or in the main/test application, but remote support service logs indicated multiple recent failures for mini drawer 1.5. The fse proactively replaced the engine for that drawer to resolve the issue. After replacement, no errors or failures could be recreated in the test application, and the drawer was inventoried by the customer for good measure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, had repeated drawer 1.5 failure. The customer reported that this malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.